Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, calculus of ureter, urinary tract infection, hypertension, back pain, hematuria, dysuria, nausea, left lower quadrant pain, urination difficulty, uterine fibroids, ovarian cyst, pregnancy and gerd. Concomitant products included hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), losartan, oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (zantac), sulfamethoxazole;trimethoprim (septra) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: findings: no abnormality is seen of small bowel or colon. The region of the appendix is unremarkable. Uterus and adnexal regions are unremarkable except for bilateral essure sterilization devices. Gas density in the vaginal vault consistent with a tampon. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain lower, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, calculus of ureter, urinary tract infection, hypertension, back pain, hematuria, dysuria, nausea, left lower quadrant pain, urination difficulty, uterine fibroids, ovarian cyst, pregnancy and gerd. Concomitant products included hyoscyamine sulfate; methenamine; methylthioninium chloride; phenyl salicylate; phosphoric acid sodium (uribel), losartan, oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (zantac), sulfamethoxazole; trimethoprim (septra) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2014: findings: no abnormality is seen of small bowel or colon. The region of the appendix is unremarkable. Uterus and adnexal regions are unremarkable except for bilateral essure sterilization devices. Gas density in the vaginal vault consistent with a tampon. Hysterosalpingogram on (B)(6) 2010: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain lower, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case became serious incident. Essure removal was done. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, calculus of ureter, urinary tract infection, hypertension, back pain, hematuria, dysuria, nausea, left lower quadrant pain, urination difficulty, uterine fibroids, ovarian cyst, pregnancy and gerd. Concurrent conditions included headache and uterine leiomyoma. Concomitant products included hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), losartan, oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (zantac), sulfamethoxazole;trimethoprim (septra) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (abdominal laparoscopy diagnostic robotic laparoscopic essure removal, hysteroscopy, myomectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: findings: no abnormality is seen of small bowel or colon. The region of the appendix is unremarkable. Uterus and adnexal regions are unremarkable except for bilateral essure sterilization devices. Gas density in the vaginal vault consistent with a tampon. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain lower, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Reporters and medical history added. Essure removal date updated. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, chest pain, calculus of ureter, urinary tract infection, hypertension, back pain, hematuria, dysuria, nausea, left lower quadrant pain, urination difficulty, uterine fibroids, ovarian cyst, pregnancy and gerd. Concurrent conditions included headache and uterine leiomyoma. Concomitant products included hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), losartan, oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (zantac), sulfamethoxazole;trimethoprim (septra) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (abdominal laparoscopy diagnostic robotic laparoscopic essure removal, hysteroscopy, myomectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: findings: no abnormality is seen of small bowel or colon. The region of the appendix is unremarkable. Uterus and adnexal regions are unremarkable except for bilateral essure sterilization devices. Gas density in the vaginal vault consistent with a tampon.. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain lower, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.